Event description:
It was reported that an ilet user experienced repeated ¿alert 42¿ motor current sense failure messages, which persisted despite six restarts, and a replacement ilet and belt clip were arranged with instructions to shut down the device and to return the original; the user reported hyperglycemia during the incident with a highest blood glucose of 377 mg/dl for about three hours that could not be corrected, and the user continued cgm use with a compatible app. Symptoms included thirst, headache, and frequent urination. Outcomes included no need for outside assistance and no medical intervention or hospitalization. Investigation included collection of event details, verification of device information, user education on shutdown and data handling, and arrangement for device return with shipping materials. Investigation of this device revealed a device malfunction related to motor current sensing consistent with a pump alarm and insulin delivery failure within the pump assembly. It was concluded that the cause was a device component malfunction.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.